Event description:
Dialysis machine alarmed indicating air in blood. Rptr clamped lines and unloaded cartridge. Air detector and lines were cleaned and cartridge reloaded. Cartridge cracked and blood sprayed. Rptr was unable to return blood so as not to instill air into pt. Pt lost approx 200 cc of blood. No problems noted with pt. Three more episodes occurred where the cartridge cracked. No pt was involved. Events happened while priming machines. MFR's qc and sales rep were notified. Product with same lot numbers were pulled from shelf. One cracked cartridge was sent to co for evaluation.